Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged from 100-199 mg/dl. The customer reverted to an alternate method in insulin therapy.